Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing by the right atrial (ra) lead led to the cardiac resynchronization therapy defibrillator (crt-d) underdetecting an episode of atrial fibrillation (af) with rapid ventricular response that was interpreted as ventricular tachycardia (vt) and ventricular fibrillation (vf), resulting in an inappropriate therapy to the patient. The device and lead remain in use. No further patient complications have been reported as a result of this event.